Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered an alert for low impedance one day post a device replacement procedure. It was noted that on the day of the procedure, the lead impedance was within normal limits and fell the following day. In addition, the lead was undersensing/not sensing and had no capture during the threshold test. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.